Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the device was in backup operation when received. The device was tested on the bench and noted on the device image, and the cause of the backup was due to low battery voltage resulting from code corruption. The cause of the code corruption could not be determined.

Event description:
This report is to advise of an event observed during analysis.